Manufacturer narrative:
Our investigation into this incident is ongoing. The implicated products have been returned and preliminary investigation conducted. A more comprehensive evaluation is currently underway. A review of the manufacturing records associated with the implicated products has been conducted without finding; the implicated products met all specification and corresponding requirements. Incident summary: nmt medical has been notified of an incident that occurred in (B)(6) 2009, at (B)(6) in (B)(6). The specific details, as they are known to us at this date, are as follows: during a procedure, in which a 23mm starflex was being deployed, the device prematurely detached from the delivery system (del-vsd). The (starflex) device floated into the left atrium, where it was snared and successfully retrieved through a transseptal sheath. The patient was sent to surgery to confirm that there was no femoral vein damage from the retrieval. The patient recovered without incident. Investigation to date: the products implicated by the summary above have been returned, and a preliminary evaluation has been conducted. A more comprehensive physical evaluation is currently underway. The manufacturing records for the implicated products have been conducted without finding; they met all specifications and associated requirements. Additional lot #: 0906143. Additional expiration date: 04/30/2011.

Event description:
Dr. (B)(6) and dr. (B)(6) were attempting to deploy a 23 sf, when it was prematurely detached from the delivery system, the device was floating into the la, where they snared the sf and were able to successfully retrieve it through the transseptal sheath. The pt was sent to surgery to confirm that there was no femoral vein damage from the retrieval. Pt recovered without incident.